Manufacturer narrative:
Examination of the reported devices and/or patient x-rays was not possible as they were not provided. A search of the complaints databases finds no other reports against the provided product and lot code combinations. A search of the complaints databases was not possible as the product/lot code combination was not provided for the ogee cup. The sizes of the explanted acetabular cup and femoral head are a mismatch, and it is highly unlikely the combination could function correctly. The root cause is off label use. It should be noted that the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Based on the performed investigation, the need for further corrective action has not been identified. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Asr revision.asr xl acetabular system- right.reason for revision: unknown.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy still considers the investigation closed no 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).

Event description:
19 may 2015 - update - rcvd lot number for stem - patient has undergone three revisions - asr resurface to asr xl (cup remained in situ) to - removal of asr cup (head, sleeve and stem remained in situ) to removal of the remainder of xl (head and sleeve - corail stem remained in situ) - this is now the second revision - as third revision has non asr products. Reason for revision: cup loosening. Asr xl head, sleeve and corail stem remained in situ - only asr cup revised. Replaced with non asr ** for resurface revision see (B)(4). ** 12 june 2015 - update - rcvd medical records - states that the asr xl head + sleeve were removed along with the loose asr cup, a small 28 head with 8.5 depth was placed on the corail stem. - amended lot number of cup as incorrect, added new reason for revision: pain and added patient name - (B)(4).